Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's camera cart monitor was damaged due to negligence and needed to be replaced. The monitor had a large crack running across it. The monitor was currently intermittently functional; sometimes the site needed to use a mouse. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, serial/lot #: (B)(6), and product ID: 9735842, serial/lot #: unknown. H3, h6) the system was serviced in the field and the camera cart monitor was replaced to resolve. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735795r, serial/lot #: (B)(6) was returned to the manufacturer for analysis. In summary, the complaint was confirmed. There was a crack in the bottom left corner and a no video detected error. As a result, failure analysis was unable to be performed. The failure mode was identified as mechanical. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.